Event description:
The hosp reported the distal tip (single 3 inch long piece) broke off a harris-kronner uterine manipujector during a procedure. The broken piece was manually removed immediately. During removal, the broken end of the device caused small lacerations to the cervix. Laceractions were sutured without problem. No further intervention was required.